Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. Moreover, the patient recently underwent multiple heart procedures and the physician believed that it caused the lead's threshold issues and not a result of a lead failure. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.